Event description:
It was reported that during a stoma closure, the staples were not deployed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6). At first, the device was used to close the artificial anus. Target tissue was not thick nor multiplied. As the device was used at the double stapling technique, the device seemed to be fired over the existing staple line. Three surgeons, who attended the procedure, commented that the anvil did not seem to be connected to the trocar at the firing. Although another new device was used to complete the case, purse string was not sutured properly and the device could not anastomose properly. Eventually, the patient had the artificial anus again. The surgeon commented that there were no problem with the functionality of the 2nd device. As the patient did not receive additional intervention during the procedure, there is no adverse consequences to the patient.